Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-02293. It was reported that during the patient's scs anchor revision procedure (reference MFR. Report: 1627487-2016-01025), the physician encountered significant scar tissue which resulted in the inability to detach the scs leads from the scs anchors. As a result, the leads were also explanted and replaced.